Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) stopped compressions after performing few compressions on the patient and displayed ua17 (max motor on time exceeded during active operation) error message" was confirmed during the archive data review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. The root cause for the reported issue was due to the autopulse platform did not reach the target depth within specification time due to the stiffness of the patient chest. Upon visual inspection, observed crack on the front cover, unrelated to the reported problem. The front cover was replaced to remedy the issue. The physical damage appear to have been caused by user mishandling. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of ua17 (max motor on time exceeded during active operation) error message on the reported event date. Per archive, the autopulse li-ion battery with 1392 mah (milliamp per hour) remaining capacity was used. The autopulse platform performed 10 compressions on the medium size patient and then stopped due to ua17 (max motor on time exceeded) error message. The user pressed restart to clear the fault. The autopulse platform continue to be used again with the same battery. The device stopped compression again two more times due to ua17. During each session the unit performed 8 compressions. The battery remaining capacity dropped to 1371 mah. A drive train motor brake gap inspection was performed and verified the brake gap was within the specification. The load cell characterization test confirmed both load cell modules are functioning within the specification. A run-in test was performed using the 95% patient large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Following the service, the autopulse platform has passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during patient use, the autopulse platform (sn (B)(4)) stopped compressions after performing few compressions on the patient ((B)(6) female) and displayed ua17 (max motor on time exceeded during active operation) error message. The user tried to troubleshoot the platform by resetting the lifeband and restarting the platform. However, same issue repeated. Immediately the crew reverted to manual CPR. A return of spontaneous circulation (rosc) was achieved and the patient survived. No patient consequences.